Manufacturer narrative:
Analysis of the pump found that the battery had high resistance.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2016 inquiring about the status about the returned pump for analysis. It was reviewed that the pump had just arrived at the manufacturer on the previous day. No additional information was received. Information was received with the pump that was returned for analysis. The rep was requesting that analysis reports be sent.

Event description:
Additional information was received on behalf of (B)(6). It was reported that as per a healthcare provider, the patient¿s medical history included spasticity secondary to cerebral palsy. The patient was described as being caucasian and (B)(6). A concomitant medication the patient was taking at the time of baclofen use was diazepam. The type of baclofen administered via the pump was gablofen. The patient was noted as having started the use of intrathecal baclofen greater than 10 years ago. Gablofen with concentration 2000 mcg/ml was being administered at a dose rate of 263.1 mcg/day; drug lot number was 2138-108 and expiration date was august of 2018. The patient was noted as having experienced increased spasticity due to pump malfunction. The pump was replaced due to motor stall. Intrathecal baclofen was not discontinued in response to the events. The patient was indicated as doing well following the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at an unknown concentration and dose. It was reported the critical alarm was going off ¿every 15 minutes¿. The patient felt ¿a little bit stiff¿. The patient was not due for a refill. After checking the logs, a reset due to low battery was found. There were numerous resets from the day of the report in the logs. The patient had their pump replaced on (B)(6) 2016. When asked for the cause of the low battery resets, the manufacturer representative stated the report already noted that the pump alarmed and the logs said it was a battery problem. The pump would be returned as long as it was made available by the account.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.